Event description:
It was reported that the patient experienced shock with icon use. The patient experienced shocking/jolting sensation. Pain was noted at the device pocket. Patient attended for outpatient review (B)(6) 2013. It was mentioned experienced a shock jolt sensation at the dentist when turning ipg off. The patient was asked to show and the patient repeated shock using her icon 3037. Reprogramming was done. The reporter felt feel this was likely to be induced rf interference in to the tined lead. Additional information received noted that the patient was given antenna ¿ this appeared to have resolved the shock issue. Impedance measurements were not known. Regarding was emi excluded and did they try to interrogate the device in another room, it was noted: "yes, experienced clinical physicist.". It was noted: "practitioner now happy with outcome. May be a different way of approach, or rf power filed may be different¿.

Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot# b0733917k, implanted: (B)(6) 2007, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).